Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A90481) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleednig") and mental disorder ("psychological issue"). The patient was treated with surgery (essure removal/laparoscopic removal of devices). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: new events added: abnormal bleeding, psychological issues. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A90481) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: summon received: case become serious incident. Lot number, patient address details, insertion and removal date added. Amended on (B)(6) 2021: essure was inserted on (B)(6) 2012 (not on (B)(6) 2021) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A90481) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both lie partly within the intramural part of the uterus and exterioty'), device expulsion ('both lie partly within the intramural part of the uterus and exterioty') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A90481) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, c-section and other disorders of intestine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleednig") and mental disorder ("psychological issue"). The patient was treated with surgery (essure removal/laparoscopic removal of devices and laparoscopy, removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Batch no a90481 manufacture date: 2013-01. Expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('both lie partly within the intramural part of the uterus and exterioty'), device expulsion ('both lie partly within the intramural part of the uterus and exterioty') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A90481) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, c-section and other disorders of intestine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleednig") and mental disorder ("psychological issue"). The patient was treated with surgery (essure removal/laparoscopic removal of devices) on (B)(6) 2021. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jul-2022: medical records received. Reporter information, patient medical history, event: both lie partly within the intramural part of the uterus and exterioty added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("both lie partly within the intramural part of the uterus and exterioty"), device expulsion ("both lie partly within the intramural part of the uterus and exterioty") and pelvic pain ("pain") in an adult female patient who had essure inserted (lot no: a90481). Additional non-serious events are detailed below. The patient had a medical history of irritable bowel syndrome and diarrhoea in 2015 and urinary infection, oral contraceptive, breast cancer, nipple discharge, breast lump, mastalgia, hay fever, acne, paraesthesia distal, loss of energy, epilepsy, flank pain, chest pain, mucosal biopsy, skin tags, haemorrhoids, parity 2, pregnant, abdominal pain, other disorders of intestine, c-section and headache. Previously administered products included: mirena. Concomitant products included tramadol since on (B)(6) 2021, oramorph (morphine sulfate pentahydrate) since on (B)(6) 2021, ondansetron since on (B)(6) 2021, buccastem (prochlorperazine maleate) since on (B)(6) 2021, cyclizine since on (B)(6) 2021, paracetamol since on (B)(6) 2021, co-codamol eff. (Paracetamol + codeine phosphate) since on (B)(6) 2021, ibuprofen since on (B)(6) 2021 and morphine since on (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), mental disorder ("psychological issue"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), dizziness ("dizziness"), headache ("headaches"), migraine ("migraines"), amnesia ("memory loss"), brain fog ("/brain fog"), arthralgia (", joint pain"), change of bowel habit ("altered bowel habits") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopy, removal of essure device and essure removal/laparoscopic removal of devices). At the time of the report, the outcomes for embedded device, device expulsion, pelvic pain, genital haemorrhage and mental disorder were unknown. The reporter considered abdominal distension, amnesia, arthralgia, brain fog, change of bowel habit, device expulsion, device intolerance, dizziness, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, mental disorder, migraine and pelvic pain to be related to essure administration. The reporter commented: ethnicity: british. Insertion date: on (B)(6) 2014 (as per mr, discrepancy noted). On (B)(6) 2014 (per soi). Date: on (B)(6) 2014. Patient was seen in the out-patient department where an endometrial thermal ablation was performed under local anaesthetic with no problems. Her pain score of 5. Which resulted back to 1 as soon tried the implant and the mirena and find these are not agreeable to her and required permanent sterilization. Co-codamol 30/500mg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.125 kg/sqm. [Colonoscopy] on (B)(6) 2018: findings. Anus: there were first degree haemorrhoids (which bleed only) in the anal canal. Skin tags. The colon was normal to the point of insertion specimens. Pot 1: forceps random biopsies from the whole colon (4 biopsies taken), diagnostic biopsies taken for diarrhoea. [Hysterosalpingogram] on (B)(6) 2014: not reported. [Magnetic resonance imaging] on (B)(6) 2019: that the essure threads are inside the tubes partly in the intratime part and the other part was in the tube itself. [Ultrasound pelvis] on (B)(6) 2015: normal anteverted uterus identified, with no obvious focal. Myometrial lesion identified. The endometrium with a slither of probable fluid noted within the endometrial cavity, measures 2.7mm on day 4 or 5 of menstrual cycle and appears sonographically normal. The right ovary appears sonographically normal, the left is not seen, nor is any obvious pelvic/adnexal mass or free fluid. [Ultrasound scan vagina] on (B)(6) 2019: the anteverted uterus is normal in size, contour and echotexture with a 14 x 15 mm fibroid seen in the posterior uterine wall. The endometrium is even and regular with an ap diameter of 6 mm (lmp of day 7). Both ovaries are normal in appearance with no cysts or lesions seen. No adnexal masses or pelvic free fluid are visualised. Batch no: a90481, manufacture date: 2013-01, expiration date: 2016-01. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance, dyspareunia, fatigue, dizziness, headaches, migraine, memory loss, /brain fog, joint pain, change in bowel habits, bloating. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("both lie partly within the intramural part of the uterus and exterioty"), device expulsion ("both lie partly within the intramural part of the uterus and exterioty") and pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. A90481). Additional non-serious events are detailed below. The patient had a medical history of irritable bowel syndrome and diarrhoea in 2015 and urinary infection, oral contraceptive, breast cancer, nipple discharge, breast lump, mastalgia, hay fever, acne, paraesthesia distal, loss of energy, epilepsy, flank pain, chest pain, mucosal biopsy, skin tags, haemorrhoids, parity 2, pregnant, abdominal pain, other disorders of intestine, c-section and headache. Previously administered products included: mirena. Concomitant products included tramadol since 23-may-2021, oramorph (morphine sulfate pentahydrate) since 23-may-2021, ondansetron since 23-may-2021, buccastem (prochlorperazine maleate) since 23-may-2021, cyclizine since 23-may-2021, paracetamol since 23-may-2021, co-codamol eff. (Paracetamol + codeine phosphate) since 23-may-2021, ibuprofen since 23-may-2021 and morphine since 23-may-2021. On 14-sep-2012, the patient had essure inserted. Essure was removed on 23-may-2021. On unknown date she experienced embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleednig"), mental disorder ("psychological issue"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), dizziness ("dizziness"), headache ("headaches"), migraine ("migraines"), amnesia ("memory loss"), brain fog ("/brain fog"), arthralgia (", joint pain"), change of bowel habit ("altered bowel habits") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopy, removal of essure device and essure removal/laparoscopic removal of devices). At the time of the report, the outcomes for embedded device, device expulsion, pelvic pain, genital haemorrhage and mental disorder were unknown. The reporter considered abdominal distension, amnesia, arthralgia, brain fog, change of bowel habit, device expulsion, device intolerance, dizziness, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, mental disorder, migraine and pelvic pain to be related to essure administration. The reporter commented: ethnicity: british insertion date-(B)(6) 2014 (as per mr, discrepancy noted) (B)(6) 2014 (per soi) date: (B)(6) 2014 patient was seen in the out-patient department where an endometrial thermal ablation was performed under local anaesthetic with no problems. Her pain score of 5. Which resulted back to 1 as soon tried the implant and the mirena and find these are not agreeable to her and required permanent sterilization. Co-codamol 30/500mg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.125 kg/sqm. [Colonoscopy] on (B)(6) 2018: findings anus: there were first degree haemorrhoids (which bleed only) in the anal canal. Skin tags the colon was normal to the point of insertion specimens pot 1: forceps random biopsies from the whole colon (4 biopsies taken), diagnostic biopsies taken for diarrhoea. [Hysterosalpingogram] on (B)(6) 2014: not reported [magnetic resonance imaging] on (B)(6) 2019: that the essure threads are inside the tubes partly in the intratime part and the other part was in the tube itself. [Ultrasound pelvis] on (B)(6) 2015: normal anteverted uterus identified, with no obvious focal myometrial lesion identified. The endometrium with a slither of probable fluid noted within the endometrial cavity, measures 2.7mm on day 4 or 5 of menstrual cycle and appears sonographically normal. The right ovary appears sonographically normal, the left is not seen, nor is any obvious pelvic/adnexal mass or free fluid. [Ultrasound scan vagina] on (B)(6) 2019: the anteverted uterus is normal in size, contour and echotexture with a 14 x 15 mm fibroid seen in the posterior uterine wall. The endometrium is even and regular with an ap diameter of 6 mm (lmp of day 7). Both ovaries are normal in appearance with no cysts or lesions seen. No adnexal masses or pelvic free fluid are visualised. Batch no a90481 manufacture date: 2013-01 expiration date: 2016-01. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance, dyspareunia, fatigue, dizziness ,headaches,migraine, memory loss, /brain fog,, joint pain,change in bowel habits ,bloating. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: reporters, race information ,patient information, medical history, lab data addded..morphine, ibuprofen, co-codamol , paracetamol,cyclizine, ondansetron,buccastem , oramorph,tramadol addded as concomitant product..new events added : device intolerance, dyspareunia, fatigue, dizziness ,headaches,migraine, memory loss, /brain fog,, joint pain,change in bowel habits ,bloating. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.